Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed. Device and service history reviews revealed that no issues were identified that may have contributed to the reported problem. A cause of the problem is undetermined. The digital board pcb was "preventively replaced".

Event description:
A customer contacted baxter's technical service center reporting that the homechoice (hc) should have 7 cycles, but it was displaying dwell 1 of 1. The hc machine appeared to have gone back to the default settings. The technical service representative (tsr) reviewed programming, total volume was 450ml and the fill volume was 250ml. The home patient (hp) stated that she had trouble and so she put in a few numbers to get the hc to work. The tsr then assisted the hp with ending the therapy and arranged for a swap of the hc device. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.